Event description:
Senseonics was made aware of an incident where the patient experienced infection at the insertion site with the symptoms of pain, redness and swelling. The sensor was inserted on (B)(6) 2025 and the symptoms first appeared on (B)(6) 2025. The patient first noticed hardness and other symptoms followed. The patient went to emergency room where the sensor was removed.

Manufacturer narrative:
The patient reported infection at the insertion site, with symptoms of pain, redness and swelling, which first appeared around (B)(6) 2025. The sensor had been inserted on (B)(6) 2025. The patient first noticed hardness at the insertion site, followed by other symptoms. Since inserting hcp was on holiday until (B)(6) 2025, the patient decided to go to emergency room because the site was hurting. At the ER, the sensor was removed and wound was scraped and cleaned. No additional medication was prescribed.